Manufacturer narrative:
The pump was returned to animas for eval. Eval revealed a misaligned display screen and dislodged force sensor pins.

Event description:
It was reported that the pump dispensed insulin from the cartridge during the load step.